Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: biomet UK ltd have attempted to contact sales representative, however, we have not been able to retrieve any further information relevant to this complaint. The product has not been returned to biomet UK ltd for evaluation, therefore, a thorough investigation has not been possible. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00142-1, 3002806535-2021-00143-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.

Event description:
It was reported that a revision of an oxford mobile bearing implant occurred. The revision was due to dislocation and medial tibial plateau collapse.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical product: unk oxford bearing component, catalog #: unk, lot #: unk. Medical product: unk oxford tibial component, catalog #: unk, lot #: unk. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00142, 3002806535-2021-00143. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a revision of an oxford mobile bearing implant occurred. The revision was due to dislocation and medial tibial plateau collapse.